Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (alarm 01) occurred with multiple cartridges during the load process. Blood glucose was 160 mg/dl. The customer was unable to clear alarms and reverted to a backup insulin pump for insulin therapy.